Event description:
It was reported that during a gastric band procedure the band was being closed and the balloon portion of the band slid forward too much and went past the buckle. The surgeon tried to reposition the band and could not. The band had to be cut off. Another band was used and the case was completed successfully. There was no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Results = buckle is damaged. Evaluation summary: it was observed during the visual inspection that the buckle of the band was torn. Upon further visual inspection the buckle of the band appeared to be cut. It was confirmed that it was not possible to buckle the band correctly. A leak test was performed on the balloon with a successful result. No leak was found. A leak test was performed on the port with a successful result. No blockage was found. The injection port locked and unlocked without any difficulties. While it was not possible to draw a definitive conclusion regarding root cause of the reported event, it was tentatively concluded that the tear might have resulted from a tear at time of implant with the use of a sharp instrument. It is noted that the instruction for use (IFU) provides detailed instructions for correct placement of the band and cautions against damage with sharp instrumentation. Data in relation to this and other events is continually monitored and trended with a view to identifying opportunities for continual improvement of device performance.